Manufacturer narrative:
Follow-up # 1 ¿ (11/06/2014). The patient¿s meter and test strips have been returned on 10/2/2014 and 10/9/2014, respectively, and evaluated by lifescan product analysis on 10/27/2014 and 10/31/2014, respectively, with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her one touch verio iq meter was displaying an error (unknown) message. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2014. The patient reported that the alleged issue began ¿2 days before¿ contacting lfs. The patient manages her diabetes with oral medication (metformin, 1000 mg, 2 times a day; januvia, 100 mg, in the morning) and insulin (lantus, 16 units at night; novorapid, self-adjuster) and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient stated on (B)(6) 2014 at 2:45 p. M. She developed symptoms of ¿shaking and sweating¿. The patient tested her blood glucose with the subject meter and obtained a reading of ¿66 mg/dl¿. Immediately after, the patient self-treated with candy (grape sucker) and confirmed she began to feel better, ¿5-10 minutes¿ afterwards. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient reported having symptoms prior to the start of the alleged issue therefore the meter could not have caused the alleged injury. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.